Event description:
A report was received that during a suction procedure, the suction control valve would not turn off. The device had been used for 4 days (96 hours). The patient experienced decreased tidal volumes and increased respiratory rate. No patient injury was reported.